Event description:
Philips received a complaint on the patient information center ix indicating that the alarms on the central station were not audible. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Analysis was performed by philips field service engineer (fse), who performed a visual inspection and found the speaker cable was unplugged. Based on the results of the analysis, it was determined that the cause of the reported problem was the connection of the speaker cable. The issue was resolved by reconnecting the speaker cable. The fse confirmed that alarms were audible, and the device was operating as expected.